Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for evaluation. The investigation is confirmed for cracked hub needle and inconclusive for air contamination. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602833 implantable port allegedly experienced cracked hub needle and air contamination. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The sample was returned to the manufacturer for evaluation. The investigation identified crack. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0602833 port & catheter, implanted, subcutaneous, intravascular allegedly experienced cracked hub needle and air contamination. This information was received from one source. This malfunction involved a patient with no consequences. Age, weight, and gender of the patient was not provided.